Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was inappropriately shocked for what was thought to be supraventricular tachycardia. Technical services (ts) reviewed the stored electrograms. Initial detection of the rhythm was in the ventricular tachycardia-1, monitor only zone. When the rhythm accelerated into the vt zone, the therapy decision was no longer made with the use of programmed detection enhancements. Therefore, inappropriate therapy was delivered. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As of today, no further information is available and this investigation is complete. Should additional information become available, this report will be updated.